Manufacturer narrative:
A ge service representative performed an on site investigation. The number 11 pin on the lemo connector was evaluated and repaired. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited 'frame sync errors' and locked up during use resulting in an intermittent loss of fluoroscopic functionality. No patient serious injury or death was reported released to this event.